Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and replace system controller fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 8 days of data (14may2019 ¿ 22may2019, per the time stamp). On 16may2019 at 07:23 and 22:52, the rsoc voltage levels of both power cables fluctuated from the expected ~12.6v down to ~3.1v and ~4.6 activating power cable disconnect, low battery hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the power was restored, and pump support was not affected during these events as the system was supported by the backup battery. These alarms did not affect the controller¿s ability to operate the pump at the set speed, and there were no other notable alarms or events active the log file. The mobile power unit, serial number (B)(6), was not returned to abbott for evaluation and remained in use; the provided information indicated that the patient has a v-lock ac power cord. Analysis of the submitted log file indicated that the root cause for the no external power alarm was determined to be related to a loss of the ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that no external power events were captured on (B)(6) 2019. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Patient does have a lock.